Event description:
Pt entered facility for porta cath flushing. When attempting flushing with saline, swelling noted above port. Procedure stopped and md notified. Flow study ordered and done. Impression noted transected catheter with the distal material identified within the main and right pulmonary artery. Md notified and a transvenous snare performed and material was removed and retained. Pt scheduled for removal of portacath.